Event description:
It was reported that an animal underwent an unknown procedure in december and suture was used. During the procedure, the thread breaks in its length when tightening the knot, without exerting excessive tension on the thread. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but was unavailable. What is the procedure & event date?. What was used to complete the procedure?. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.